Event description:
Puddle noted on floor. Foley noted to be dripping from bottom. Area around circle port where green outflow port is. When fluid withdrawn from balloon, not clear as expected. Foley removed and new foley placed.